Event description:
Patient was running on the treadmill at 7 mph for several minutes when it abruptly stopped. Patient did report some knee pain, but was able to start running again on a different treadmill. Patient was running at 7 mph again, and after a couple of minutes that treadmill quickly slowed down. Patient was done exercising for the day.